Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings of >4000 ohms on some of the bipolar pairs occurred. All combinations with 4 through 7 are high. It was reported that stimulation was intermittent and the pt was having breakthrough pain following a fall. Add'l info has been requested, but was not available as of the date of this report.